Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 30mm 6120 mechanical mitral valve was possibly explanted after an unknown duration due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: sections g3, g6, h6 investigation findings, and investigation conclusions. The subject device not available (explanted in 2003). Based on the information available, a definitive root cause cannot be conclusively determined. H11corrected data: section h6 health effect - impact code.

Manufacturer narrative:
Updated sections: h6 investigation findings, and investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Added information to a2, b5, b7, d6, h6.

Event description:
It was learned a 30mm 6120 mechanical mitral valve was explanted after implant duration of 21 years, one (1) month due to unknow reasons.